Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mmx20mm emerge balloon catheter was advanced for dilation. However, on initial inflation at 3-4 atmospheres, the balloon did not inflate. Hence, the device was completely removed without issue and balloon rupture was noted. The procedure was completed with another 3.0mm emerge balloon catheter. No patient complications were reported.